Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was difficult to place due to very small vessels, the physician wanted to try the spiral long first but couldn't get it out in the vessel far enough. The lv lead exhibited high pacing thresholds. The lv lead was removed and replaced prior to pocket closure and was never in services. No adverse patient effects were reported.